Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the insertion section was reported to be debris resulting from a fire incident at the customer facility. The issue may be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope(and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastro videoscope exhibited foreign material in the connecting tube. There were no reports of patient involvement.